Event description:
The customer reported a communication error. This will cause the system to lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoroscopic functions pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.